Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). Customer's blood glucose (bg) level is unknown. Reportedly, the customer allowed the pump battery to fully deplete which resulted in the termination of insulin delivery which led to the dka event. Customer acknowledged that this event was due to user error and understood the charging requirements. While at the hospital, the customer received intravenous insulin as treatment. The customer was released from the hospital on (B)(6) 2022. Further information regarding the patient or treatment at the hospital was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.